Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line clamp was closed. The patient line being closed during priming is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line that occurred on the homechoice device. This event was reported to have occurred during initial drain, while the patient was connected. During troubleshooting, it was found that the patient line clamp was closed and the patient line did not prime completely due to the clamp. The technical service representative (tsr) advised the home patient to inspect the patient line before connecting to ensure line was primed. The tsr assisted the home patient in ending therapy and advised them to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.